Manufacturer narrative:
Device received for this event is being corrected from c1 coni. Con. Implant d3.75 l13mm, sp catalog # c1-13375 to m4 internal hex. Implant dia. 3.75 l 13mm catalog # mf4-13375. This is a follow up report for this corrected information. Correcting UDI # from to (B)(4). This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant breakage and implant loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.